Event description:
The dosimetrist had imported a CT data set into the pinnacle system with 2 different fields of view. The dosimetrist planned the pt using this data set and started treatment. The dosimetrist noticed after two days of treatment that the source to surface distance on the pt were different than those on the plan.